Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was a needle stick injury - post use. This event occurred 12 times. The following information was provided by the initial reporter. The customer stated: they are seeing a sudden peak in nsi's across their organization in the last 6 months. They do not have the exact details.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was a needle stick injury - post use. This event occurred 12 times. The following information was provided by the initial reporter. The customer stated: they are seeing a sudden peak in nsi's across their organization in the last 6 months. They do not have the exact details.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Since the batch number was unknown, our manufacturing and process inspection records of the lots manufactured from january 2021 to the end of june 2022 were reviewed, (B)(4) lots of material # 367286 and no abnormalities that could cause malfunction of the safety shields were found. Furthermore, the release inspection records of the lots above were reviewed and no records of abnormalities in the appearance, the breakaway force, sustaining force and security force of the safety shields were found.